Event description:
It was reported the pt recharges the ipg more frequently than normal. It was also reported the pt experiences pocket heating while recharging the ipg. Over time the pt's charger no longer communicated with the ipg. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.